Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead implanted: (B)(6) 2006, 419488 lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was atrial undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.